Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('this was close to perforation, with the end being visible through the serosa of the fallopian tube without frank perforation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, left salpingectomy and right partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: essure coils were present the left side. This was close to perforation, with the end being visible through the serosa of the fallopian tube without frank perforation. On the right side, location appeared appropriate. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('this was close to perforation, with the end being visible through the serosa of the fallopian tube without frank perforation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, left salpingectomy and right partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: essure coils were present the left side. This was close to perforation, with the end being visible through the serosa of the fallopian tube without frank perforation. On the right side, location appeared appropriate. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.